Event description:
A physician reported a pt who was treated on 21 nov 1997 in the glabella and crow's feet. The pt stated that on 24 nov 1997, the treated areas felt "lumpy and blistery". The physician prescribed a topical corticosteroid cream for the symptoms on 24 nov 1997. On 3 feb 1998, the left temple crow's feet treated area had "golf ball" sized swelling. The right temple crow's feet treated area not quite as swollen. The pt's glabellar region appeared asymptomatic. The physician prescribed more topical corticosteroid cream, and decided to administer another collagen skin test, as a diagnostic tool. The physician believed that the pt had probably developed a delayed hypersensitivity to collagen. On 31 august 1998, the physician reported that he prescribed intralesional and oral corticosteroids. The pt had residual swelling in area of injection after nine months.